Event description:
During a thoracoscopy, wedge resection of the right upper lobe was done. There was some stapling misfiring while using an endo gia auto suture which resolved with further staple lines. Stapler would not release during use. It was attached to the tissue. In order to remove the surgeon had to get another stapler and staple on each side removing the locked staples.